Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the descending or sigmoid colon during a procedure performed on (B)(6) 2024. During the procedure, the bands would not deploy when handle was rotated. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: the complainant reported the anatomy location was in the descending/sigmoid colon; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and also indicated for anorectal hemorrhoidal ligation. The reported anatomy location is not described in the indications for use.